Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
(B)(4). Year of implant - 2012. Concomitant medical products: unk liner; unk cup; unk stem. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2019-01272, 0001822565-2019-01271 and 0001822565-2019-01274. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent revision approximately six years post initial surgery due to pain, difficulty ambulating, impingement, pulmonary embolism.